Event description:
The nurse tech was attempting to raise bed, bed was not functional although it was plugged in. Rn called recover care requesting assist. Recover care called back and directed staff who reattempted raising the bed. The bed would not stop raising and folded itself into a v position. All attempts to correct bed position failed, pt was removed from bed with the assist of 6 staff members.